Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.